Manufacturer narrative:
(B)(4). The ins has been returned to the MFR for analysis which is not complete as of the date of ths report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that at implantation, the ins device that was used had impedance measurements that were all invalid, upon being connected to the lead. It was noted that the leads were checked and were properly positioned in the header of the battery. Impedance checks were performed four times with an "invalid impedances" reading obtained each time. The device was removed and a new ins device (restore) was implanted with no further impedance issues - all readings were normal. It was stated that the pt "was doing fantastic" and was getting good coverage. No further details or pt symptoms were provided at the time of this report. A follow-up report will be filed if additional info becomes available.